Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment was chip missing. The customer¿s blood glucose was unknown. Customer stated that rejections of brand new batteries 5 to 6 in a row, backlight buttons were harder to turn on and backlight was dimmer. Customer also stated that battery life diminished and unexplained no delivery alarms. Customer declined troubleshooting with technical support. The insulin pump will not be returned for analysis.